Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the connection pieces which the flexible cable fits into including the ball bearings, the sleeve, and the retainer ring broke off the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient .

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer did not keep the broken pieces from the saw.